Event description:
Patient presented to the physician with pain below the chest incision where the sense lead was placed. Physician brought the patient into the or, and upon surgical exploration, it was observed that the sensing lead was not lying flat within the intercostal space. Physician repositioned the sensing lead, re-sutured, and closed the incision.